Event description:
Approximately 6 months after implantable neurostimulator and extension replacement, the patient started to feel a burning pain around the device pocket. The pain became more and more intense until it was felt constantly by the patient, whether the device was on or off. The hcp made an injection near the site of the implantable neurostimulator, which relieved the pain for 10 days, but the pain returned. The placement of the implantable neurostimulator was changed 4 months after the onset of symptoms. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.